Manufacturer narrative:
Evaluation result: visual inspection: - no significant deformations or damage of the valve were detected. Permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. - the m. Blue valve operates as expected and met all specifications. Finally, we have dismantled the valve. -inside the valve we have found slightly build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of under-drainage and blockage. At the time of our investigation, the permeability and opening pressure of the m. Blue valve was within the specified tolerances. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. No further regulatory action is required. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
It was reported that there was problems with the m.blue valve. After vp shunt implantation there was underdrainage, and successive lowering of the valve pressure to 5/5 cmh2o. There was recurrent cerebrospinal fluid (csf) pad retro-auricularly, after some dehiscence, and then shunt infection occurred. There was emergency shunt revision the night of (B)(6) 2020. Valve flow test was not regular, but improved with continuous abdominal catheter flow. Height: 54cm. Implantation: (B)(6) 2020. Removal: (B)(6) 2020.